Manufacturer narrative:
The device was unavailable for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that while using the excelsius gps system, the case was aborted due to robotic error, and screws were then placed without robot.

Manufacturer narrative:
Our investigation of the logs showed that the user was attempting to move to the next trajectory; however, the system was unable back up the set amount of distance due to the vertical axis being at a maximum height of 480 mm. The system must back up a set distance in order to ensure that the end effector clears placed implant. Since the system was unable to completely back off, motion was prevented as the system was attempting to achieve an unobtainable position. Furthermore, troubleshooting steps involve: moving the arm to a new position using the wrist or foot pedal before re-selecting the next desired trajectory. Ultimately, the user opted to complete the surgery without the usage of excelsiusgps, with no adverse effect to the patient reported. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The following sections were updated for this supplemental report: b4, g6, h2, h3, h6, h10.

Event description:
It was reported that while using the excelsius gps system, the case was aborted due to robotic error, and screws were then placed without robot.